Event description:
Customer reports, when using a corvac blood collection tube in conjunction with venoject needles (venoject or vacutainer holders), when the tech placed the tube on the butt-end of the b.c. Needle, it seemed as if the tube was pressurized rather than evacuated. The tech was holding the tube/holder combination; both the tech and the pt heard a "pop". Then the tube/holder combo was expelled from the pt's arm. The pt's arm was scratched (near the puncture site) and the tech rec'd a needlestick to the middle finger of her left hand. She was using her left hand to brace the needle/holder combo. The pt and tech are undergoing hepatitis b and hiv testing. No other treatment was necessary.

Manufacturer narrative:
Samples of the tubes were returned and evaluated in conjunction with needle/holder combination(s) reported by the complainant. No vacuum problems were encountered. No leakage was observed. All combinations functioned as expected. A review of the lot history was unremarkable with regard to the reported problem. Mfg reports, there is no way for the equipment to "pressurize" a tube. Complaint could not be duplicated. No other reports of this nature have been received against this lot.